Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 5.1 har3e27 a hardware failure occurred on the half-height drawer. The drawer could not be recovered and displayed a failed to stay closed error despite being physically closed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was failed to stay closed. A field service engineer removed the back panel and inspected the components behind the drawer, identified a broken spring on the solenoid unit, which prevented the inseparable latch from extending and triggering the sensor, replaced the spring and initiated an open/close test for auxiliary half height drawer 2.2. The test passed successfully, and customer cleared the hardware error. The system functioned as intended after the field service engineer repaired the device.